Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile (mmm) app (software version 2.6) installed on a test account in production with an mmt-780g pump (serial (B)(6)) was conducted. The issue was not reproduced. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4) document. After conducting a thorough investigation, it was determined that uploads from the old pump ((B)(6)) were unsuccessful. However, once the user transitioned to a new pump ((B)(6)), uploads were successful as of 10/11/2024. The root cause appears to be linked to the old pump's inability to properly support the snapshot upload functionality. To address the issue: users experiencing similar upload issues should verify their pump's compatibility and functionality. Replacing the pump with a newer unit resolves the issue as observed in this case. No additional steps are necessary as the software is functioning as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6102.